Event description:
It was reported a wireless module would not connect to the customer's network. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The wireless battery module was returned and evaluated by baxter. The module was received inoperable due to a "check battery" condition. The module failed due to a failure on the radio pcb (specific component not identified) rendering the unit un-repairable. The "check battery" condition prevents the modules capability to perform as expected and is a known contributor to the reported symptom. The un-repairable module was removed from service.